Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process with multiple cartridges. Additionally, it was reported that an occlusion alarm occurred. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed. Customer's blood glucose level was 268 mg/dl.